Event description:
It was reported that the user experienced intermittent screen glitches on the ilet device, and the agent guided the user to perform a firmware update, which was completed and verified. Symptoms included none reported, and the user¿s blood glucose was 94 mg/dl at the time of the interaction. Outcomes included continued use of the device with monitoring for recurrence. Investigation included technical support troubleshooting and software update verification. Investigation of this case revealed that the display issue was addressed through a completed firmware update with no further malfunction observed during the call. It was concluded that the event was resolved with a software update and that no adverse health effects occurred.